Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary item was placed in return bin but not stocked in pyxis machine, it appears stocked in machine in meditech. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was placed in return bin but not stocked in pyxis machine, it appears stocked in machine in meditech. A technical support specialist (tss) dialed into the servers and found no servers were accessible and attempted to deploy the package by following the knowledge article "beyondtrust v24 and rss troubleshooting" but it was only for windows 10 and those older operating systems, there was no solution at the time of this article's creation. The tss also dialed into the system, verified that there was no return bin was configured. The tss then dialed into the server, verified the station with medication and found it was not loaded at all on the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary item was placed in return bin but not stocked in pyxis machine, it appears stocked in machine in meditech. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.